Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual and functional assessment was performed on the device which found that the device was running in the safety position and was power broken. It was further observed that there was a hole in the hose near the muffler. During evaluation, it was observed that the hole in the hose was 2.5 inches from the bell ring and the device was running at 69,387 rpm's which is below the operational specification (75,000 rpm's) and the seal was protruding out of the swivel. During repair it was observed that the vanes were worn out causing the device to run at a lower rpm's. It was determined that the cause of the device being power broken was failure to follow the directions for use and running the device in the safe or load position. It was determined that the issue with the device running in the safety position was indicative of damaged locking components. However, the technician was unable to determine what component was damaged because the locking assembly was corroded and was unable to be disassembled. It was determined that the issue with the hole in the hose near the bell ring was consistent with mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was determined that the issue with the worn out vanes and the swivel is consistent with normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device was broken and not working. During in-house engineering evaluation, it was determined that the device ran in the safety position, was power broken and there was a hole in hose near the muffler. It was further determined that the vanes were worn out causing the device to run at lower rotations per minute, the seal was protruding out of the swivel, the locking assembly was corroded and there was a hole in the hose near the bell ring. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.